Manufacturer narrative:
Explant of the valve was reported. The investigation found that all three leaflets were torn. All three cusps had fibrous thickening. No acute inflammation or significant calcifications were present. The stent ring was distorted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes to the tear sites, which could have contributed to the formation of the tears.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012 a 21mm sjm trifecta valve was implanted in the patient. It was reported on (B)(6) 2020, that the 21mm sjm trifecta valve was explanted from the patient on (B)(6) 2020 at (B)(6) institute.